Manufacturer narrative:
X-ray review: post-op x-ray from alif procedure at l5-s1 or l4-5 depending on totality of transitional anatomy shows subsidence of the cage into the superior endplate. No hardware failure is present. Cannot assess bony fusion on x-rays above. Possible contributary factors include violation of endplates during initial placement and bone quality. Root cause: indeterminate.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
It was reported that post op (after 3 months), the surgeon observed that the avila cage in the patient had impacted in the endplates.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.